Event description:
The account alleges that during an interventional radiology insertion procedure, the mini access guidewire detached during manipulation within the patient's kidney. The foreign body was free floating in the renal pelvis / calyces at the time of removal. It was clinically necessary to remove the foreign body from the patient. No additional patient consequences to report. The procedure was completed successfully.

Manufacturer narrative:
The suspect medical device is expected to return for engineering evaluation. A lot number was reported, and a review of the manufacturing history record is in progress.

Manufacturer narrative:
The suspect medical device has been returned for evaluation. The device was visually and microscopically investigated. The complaint is confirmed. The root cause could not be determined however, it is likely that significant force was applied to the device during clinical use. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.